Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer attempted suicide by delivering a large amount of insulin with the insulin pump. The caller stated that the customer is now in the hospital in stable condition, but has no further information. Nothing further was reported.